Event description:
Baxter reported, "leakage from the connection between the pt adapter and the ti-adapter." The set was in use for 30 days. There was no pt injury or medical intervention associated with this incident according to baxter.